Event description:
Additional information received reported the patient had been programmed prior to being seen by a manufacturer representative and none of his devices were explained to him, so everything was reviewed. No troubleshooting was to be done as the patient had not been programmed before his appointment. The patient was to follow up with the manufacturer representative if further programming was needed.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a painful shocking jolt down both his legs when the amplitude was above 0.4 amps. The amplitude of 0.4 amps was not high enough stimulation to treat his back pain. The patient had an upcoming appointment on (B)(6) 2014 and requested a company representative be present. It was further reported that the patient was seen and the device was reprogrammed. The recharger and programmer functions were reviewed. The patient was receiving good therapy.